Event description:
Customer reported an issue with the spectrum monitor, which may have affected co2 monitoring. No pt injury was reported.

Manufacturer narrative:
An issue was identified with the unit's display. Customer was provided with a loaner, while the display is being returned to the company's repair ctr.